Event description:
Rn went to unclog the g-tube portion of the gj [gastro-jejunal] tube by instilling warm water into the extension, since the patient could not receive clog zapper due to there being maltodextrin in the zapper instillation (pt allergy). The warm water could not be advanced into the tube, so this rn irrigated the g-port with some sterile water and gauze to wash away some clogged residue, as it could be seen at the opening to the g-tube port. After irrigating some away, this rn reattached the g-tube extension and flushed with warm sterile water. As it was being flushed, the tube started leaking underneath the mic button, where the g-tube portion of the gj goes into the patient. It was discovered that a hole was underneath the mic-button. Pt underwent gj tube exchange over wire under sedation.

Event description:
Rn went to unclog the g-tube portion of the gj [gastro-jejunal] tube by instilling warm water into the extension, since the patient could not receive clog zapper due to there being maltodextrin in the zapper instillation (pt allergy). The warm water could not be advanced into the tube, so this rn irrigated the g-port with some sterile water and gauze to wash away some clogged residue, as it could be seen at the opening to the g-tube port. After irrigating some away, this rn reattached the g-tube extension and flushed with warm sterile water. As it was being flushed, the tube started leaking underneath the mic button, where the g-tube portion of the gj goes into the patient. It was discovered that a hole was underneath the mic-button. Pt underwent gj tube exchange over wire under sedation.

Event description:
Rn went to unclog the g-tube portion of the gj [gastro-jejunal] tube by instilling warm water into the extension, since the patient could not receive clog zapper due to there being maltodextrin in the zapper instillation (pt allergy). The warm water could not be advanced into the tube, so this rn irrigated the g-port with some sterile water and gauze to wash away some clogged residue, as it could be seen at the opening to the g-tube port. After irrigating some away, this rn reattached the g-tube extension and flushed with warm sterile water. As it was being flushed, the tube started leaking underneath the mic button, where the g-tube portion of the gj goes into the patient. It was discovered that a hole was underneath the mic-button. Pt underwent gj tube exchange over wire under sedation.

Event description:
Rn went to unclog the g-tube portion of the gj [gastro-jejunal] tube by instilling warm water into the extension, since the patient could not receive clog zapper due to there being maltodextrin in the zapper instillation (pt allergy). The warm water could not be advanced into the tube, so this rn irrigated the g-port with some sterile water and gauze to wash away some clogged residue, as it could be seen at the opening to the g-tube port. After irrigating some away, this rn reattached the g-tube extension and flushed with warm sterile water. As it was being flushed, the tube started leaking underneath the mic button, where the g-tube portion of the gj goes into the patient. It was discovered that a hole was underneath the mic-button. Pt underwent gj tube exchange over wire under sedation.